Manufacturer narrative:
The device was returned for analysis. Return device analysis confirmed the leak/splash and identified that the silicone valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, and the reported leak/splash (loss of fluid column during procedure) appears to be due to the identified torn silicone valve. A cause for the torn silicone valve tear could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: patient code 2645 removed and 2199 added.

Event description:
This is filed to report the sgc failed to hold column.. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The steerable guide catheter (sgc) was prepared without issue and advanced into the patient anatomy without issue. However, the physician decided to switch out the guide wires and the sgc and dilator were removed and prepped again. During functional testing on the table, the steerable guiding catheter (sgc) failed to maintain water column. It seemed that the valve had a leak. A new sgc was used and one clip was implanted, reducing mr to 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sgc failed to hold column during preparation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). During functional testing of the steerable guiding catheter (sgc), it was observed that the hemostatic valve didn't hold the water column. It seemed that the valve had a leak. A new sgc was used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.